Manufacturer narrative:
(B)(4). The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. It was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. It was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 185 mg/dl. She stated that the insulin pump may have been exposed to moisture at her hotel due to steam. She also reported a crack in the battery compartment. Nothing further was reported.